Event description:
Paramedics attended to a person in cardiac arrest. The operator administered a defibrillator shock to the patient. Allegedly, there was no energy delivered to the patient. This opinion was based on the lack of expected muscular response to the shock. The patient was not resuscitated. The risk manager indicated that the device did not cause or contribute to the patient's death. The reason for this opinion was not provided.